Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 03/19/2017. Customer confirms the strips are stored properly and were first opened 08/11/2015. Customer performed back to back blood test 66mg/dl and 61mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:43, 84mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 03/19/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 66mg/dl and 61mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 43, 84mg/dl. Adverse event not reported.